Event description:
A company representative - service personnel contacted technical service to report that nurse call installation had a neonatal code blue that did not annunciate. There was no patient injury or death reported with this event. There were no other devices reported to be involved. The reporter did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician thoroughly inspected the nurse call device and was unable to duplicate the reported issue. The nurse call device functioned as designed. However, if the reported event of a code blue not alerting were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.